Event description:
Pt reported the up/down button on the infusion device is defective. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.